Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed, and found to have all filars fractured in-vivo. Due to severe explant damage, the exact location of the damage could not be determined. Concomitant medical products: 5076-58 lead and kdr901 ipg, implanted: (B)(6) 2003, and vedr01 ipg implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.